Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The images provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, per the complaint, no relevant clinical information will be provided for inclusion in this medical investigation. Without the requested clinical information, a thorough medical investigation cannot be rendered nor can the root cause of the reported failure be determined. Based on the information provided, a washout of a tkr was performed due to pain and inflammation. Although it was reported the infection was not confirmed, the patellar button was loose, and the polyethylene was also explanted. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this complaint will be re-assessed. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on (B)(6) 2021 a washout of a tkr was performed due to pain and inflammation, infection was not confirmed but the patellar button was loosened and the polyethylene was also explanted. The current health status of the patient is unknown.